Manufacturer narrative:
Corrected information has been provided in b.3., and b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating that patient condition was good and sent to a specialist for further prognosis.

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, noticed that the capsule was compromised. Subsequently the lens was removed during initial procedure.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).